Event description:
The customer reported via phone call that the insulin pump was rejecting new batteries. The customer reported several failed battery test alarms ocurring. It was also found the customer had a no delivery. The customer's blood glucose was 180 mg/dl. Troubleshooting found the failed battery test alarm recurred with a new battery insertion. It was also reported the insulin pump took 10 minutes to turn on after battery insertion. Customer also reported a battery out limit alarm occuring, but was able to clear the alarm with the escape and act button. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.